Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient was admitted into the emergency room (ER) due to the patients blood glucose levels (bg) rising to 587 mg/dl on (B)(6) 2022. The patient reported during this time their pod was not communicating with their dexcom continuous glucose monitor. The patient reported they were treated with IV solutions, ringer's lactate solution, and also had lab work, an x-ray, and an electrocardiogram done. The patient was not prescribed any medications due to this event. The patient wore their pod to the ER but was asked to remove it by the doctor. The patient was discharged from the ER after staying for 3 hours on (B)(6) 2022.

Manufacturer narrative:
The device was received fully deployed. Investigation found an 0x21 alarm in the device data, indicating tick time is out of spec. No timeouts or drive stalls were observed in the device data. Investigation of the device did not find any damages or abnormalities that could either cause errors for device communication or contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the reported communication error during operation and for the observed hazard alarm.